Event description:
During a check-out procedure at the manufacturer's service center, the device failed to charge the internal battery. The device was not in patient use. The device's power supply needs to be to address the issue.